Event description:
Reporter noted lack of irrigation and aspiration resulted in lengthy troubleshooting, flat chamber, multiple entrances into eye and eventual conversion to ecce; lost nucleus. Required antihypertensives - ocular. Prognosis reported as good.